Manufacturer narrative:
This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise. The noise was oversensed on the far-field signal which triggered atrial tachy response (atr) events. No adverse patient effects were reported. This ICD remains in service.